Event description:
A falsely elevated troponin I result was obtained on a pt sample. The result was not reported to the physician. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service rep (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was r1 arm and drain problems causing carry in to the cuvette. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.